Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to excessive use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found a broken lens and a bent outer tube. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. (D4) the model is a22003a.

Event description:
The nurse at the user facility reported the rigid telescope has a broken lens. The issue was found during a therapeutic cystoscopy with bladder hydrodistension procedure. There was no delay as the device was immediately replaced, and the procedure was completed with a similar device. It was reported the device was inspected prior to use. There were no reports of patient harm.